Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display, a failed battery test, and a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 79 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to moisture damage keypad traces. No button error alarm during testing. No blank display noted. No unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump powered up properly after battery installation. The insulin pump has normal operating currents. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.